Event description:
Add'l info rec'd from MFR 8/16/02: the mfg lot number is unk. There have been no design changes or modifications in the device that may be related to the reported event. The device is a single use device.

Event description:
Tip of 4 inch epitome ceramic bovie broke while physician was using it. The tip was retrieved without harm to the pt.